Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 383 mg/dl. The pod was worn between 36 and 48 hours. It was noted that fluid was leaking and the needle did not retract. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received with the linkage assembly in the fully retracted position and the formed needle fully retracted. No exposed needle was observed. Inspection of the needle mechanism found no issues that would contribute to the reported needle mechanism failure. The needle mechanism was reset and fired properly during the investigation. The cause of the reported needle mechanism failure could not be determined. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage were observed.